Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm that occurred during manual priming on the insulin pump. The insulin was being pushed by the piston and cannot stop. Customer replaces the reservoirs every 2-3 weeks. Customer's blood glucose was 150 mg/dl. Customer stated that the drive support cap was sticking out. Customer is now connected to the pump. Customer was advised to revert to a back-up plan.